Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead experienced a rise in pacing impedance measurements from 534 ohms to 1527 ohms. Additionally the local area field representative reported the pacing threshold measurements had increased and noise was noted on the lead. The physician performed a revision procedure and disconnected the lead from the crt-d. There were no visible lead problems and no noise was recreated. The physician elected to reconnect the lead to the device and a final pacing impedance of 400 ohms was produced. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate both this crt-d and implantable defibrillation lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.